Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 424 mg/dl at the time of the event. Customer current blood glucose was 405 mg/dl. Customer was treated with an insulin drip for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of the event. No further patient complications were reported. The insulin pump and will not be returned for analysis.